Manufacturer narrative:
Failure analysis revealed that the act and esc buttons did not respond due to flatten button dome switches. Unable to verify the motor error alarm due to the unresponsive buttons. However, the motor passed the motor test. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, and broken reservoir tube lip.

Event description:
Customer received a motor error alarm. Customer's blood glucose was 400 mg/dl. Troubleshooting was done and advised customer on proper use of insulin pump. Customer was at the doctor's office at time of alarm; his blood glucose level was 481 mg/dl. Advised customer to return the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.